Event description:
(B)(4). Since having essure implanted, over the last 5 yrs, my thyroid has become very difficult to control, hormones levels are off, chronic severe debility pain. Wt gain of over 50lbs, increased dental issues, eye sight loss, enlarged lymph nodes, depression, difficulty concentrating.